Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), customer stated that the membrane unraveled during insertion of the balloon. Opened a second balloon. There was no reported injury to the patient. This report is for the 1st balloon used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), customer stated that the membrane unraveled during insertion of the balloon. Opened a second balloon. There was no reported injury to the patient. This report is for the 1st balloon used.